Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted rapidly. Reportedly, prior to uploading the pump data, the battery gauge displayed 100%, and immediately dropped to 5% after completing the upload. Subsequently, the customer was having difficulty charging the pump. Additionally, the customer attempted to charge the pump again, and the battery gauge jumped from 10% up to 100%. Review of the pump data showed that the pump battery was at 77% when the battery charge was started, and decreased to 10% within the same day. The customer's blood glucose level was 115 mg/dl at the time of the reported event. It was confirmed that the customer will continue using the pump and has insulin pens for alternate insulin therapy.